Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016 and observed that the source of the issue was a cracked tubing from the probe (pipette) to the color gravity module (cgm). The fse replaced the tubing. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that qc was failing ca for bilirubin and glucose on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.